Event description:
According to the sales rep, a 3.2mm screw was cracking the proximal cortex of the pt bone when implanting at an oblique angle during either an austin or mtp case. This occurred after the surgeon attempted to countersink the hole prior to implant the screw and about the time when the screw is 2mm prominent.